Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, the dilatation was performed successfully and the hurricane rx balloon was removed. However, when a plastic stent was advanced through the scope, it was realized that the black rx tunnel from the hurricane rx had detached in the scope and was being pushed partially out of the scope by the stent. The scope was then removed from the patient, and the black rx tunnel was removed from the scope by being pushed out using forceps. The procedure was completed with another device. There were no patient complications reported as a result of this event.